Event description:
It was reported that the patient with this pacemaker device exhibited oversensing on atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed and stated that it appeared to be farfield oversensing on the right atrial (ra) channel. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.